Manufacturer narrative:
Pump passed functional tests including displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with broken battery tube threads, cracked reservoir tube lip,cracked case at display window corner, minor scratched lcd window and cracked end cap.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 348 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the battery compartment and pieces of plastic are missing. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.